Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed communication error. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. Customer was in the middle of a bolus when they received the alarm. The alarm occurred five times the night before. Customer was assisted with troubleshooting. Self-test was performed and passed. The customer also mentioned that they received failed battery test, off no power and battery limit alarm but declined troubleshooting for the said alarms. Customer was advised the insulin pump will be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor pic communication error alarm noted. No unexpected battery power loss, low battery alarm, off no power, battery out limit, failed battery test or bad battery alarm noted. The insulin pump had cracked case at display window corner and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.